Manufacturer narrative:
Follow-up #1 date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, it was noted that all the keypad buttons responded intermittently. The keypad was observed to be intact; when the keypad cover was removed, there was contamination found under all the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow, ok and contrast keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.